Event description:
On (B)(6) 2011 during a follow up call, pt reported insulin leaked in the cartridge compartment of the infusion device. Pt stated, she is not reusing the insulin cartridges. Pt reported, she dried out the cartridge compartment with a cotton swab. Submitted request for assistance. Pt reported hospitalization unrelated to her concern with the infusion device. Pt stated on (B)(6) 2011, she went to the ER with a blood glucose reading over 600 mg/dl. Pt reported, she was treated with 2 bags of sodium solution and was diagnosed with a urinary tract infection. Pt stated she was not admitted to the hospital and was given antibiotics when she was released from the ER. Pt reported on (B)(6) 2011, she went to the ER with blood glucose readings between 400-500 mg/dl. Pt stated, she was treated with 3 bags of sodium solution and 3 shots of insulin between 10.0 - 15.0 units each. Pt reported her elevated blood glucose readings were caused by an abscess. Pt stated, she was not admitted to the hospital. Pt reported on (B)(6) 2011, she went to the ER with a blood glucose reading in the 500 mg/dl range and was treated with 1 bag of sodium solution. Pt stated, her blood glucose went down to 199 mg/dl in 30 minutes and then she was released. Pt's normal blood glucose range is anywhere from 90 mg/dl to over 600 mg/dl. Pt stated it bounces around. Pt reported, she was not given any insulin while in the ER. Pt stated, she had an infection that caused her blood glucose level to go up. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
Related MFR. Report # 2183996-2011-02841.